Event description:
The patient called lifescan and alleged the one touch ultra meter was reading inaccurately erratic. The readings were 257 mg/dl and 211 mg/dl within 10-minutes. (Within the lifescan criteria for precision). The patient did not seek medical treatment. The customer care representative performed troubleshooting and twice the control solution test was not within limits. The meter, test strips and control solution were replaced and return is expected.